Manufacturer narrative:
Additional information provided from the field indicated the rv lead was removed with a laser upon extraction and was destroyed. The rv lead will not be available for return from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during defibrillation threshold testing, this implantable cardioverter defibrillator (ICD) exhibited code 1004 which is indicative of a shock into a shorted lead. After this, the ICD declared end of life. Additional surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.